Event description:
A pixel issue on the pump display was reported by the customer, which affected their ability to see or interact with the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. Technical support arranged for a replacement pump to be shipped, and the customer was instructed to put the problematic pump into storage mode before returning it with a prepaid label within 10 days, which they understood and acknowledged.